Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Subsequently, this cardiac resynchronization therapy defibrillator (crt-d) was used as temporary pacemaker connected to a temporary pacing lead. The device was explanted when the patient was implanted with a new system. There were no additional adverse effects reported.